Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive and the device did not respond to charging, rendering the pump nonfunctional; the user noted possible bump impact and wore the device in a fanny pack across the chest, and the device was reported as no longer watertight, prompting replacement and recommendation to consider backup therapy. Symptoms included none related to blood glucose, and no alarms were reported. Outcomes included no impact to blood glucose control, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included collection of event context and device return logistics. Investigation of this device revealed a nonfunctional user interface/display with suspected physical damage to the device enclosure and loss of water tightness, consistent with a damaged or failed screen/interface component and an inoperative pump. It was concluded, based on previously established findings for similar reports, that the cause was physical damage leading to device malfunction.